Event description:
Customer reported a failure of the display on the a5 anesthesia delivery system which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Customer rec'd a replacement display.